Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/24/2019. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The returned gas delivery system (gds) was tested with no failures identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the atmospheric pressure was out of specification. There was no patient involvement.